Event description:
It was reported that the customer was not wearing glasses and entered a blood glucose (bg) level of 202 mg/dl instead of 102 mg/dl before delivering a bolus. Consequently, customer delivered a bolus higher than needed. Customer currently had 4 units of insulin on board (ob) and asked tandem customer technical support (cts) if the 4 units could be stopped. Cts informed the customer that iob represents the insulin that has already been delivered. Customer acknowledged and stated bg levels would be monitored closely and appropriate action would be taken if bg level dropped below target level. Customer's bg level at time of report was 91 mg/dl.

Manufacturer narrative:
Multiple attempts were made to follow up with the customer; however, the customer did not respond. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.